Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) dislodged. It was noted that the patient had a small right atrium and a snare was used to pass through the tricuspid valve. The ipg was placed in the right ventricular septum. When attempting to remove the tether, it was hard and could not be pulled. It was thought possible that the snare and tether were involved and if either was pulled, the ipg might also have been pulled. The delivery system and snare were removed from the patient and it was noted that the tether was entangled with the snare. The ipg was removed using a snare that was inserted through the introducer. It was noted that the introducer had a notch, so it was replaced with a new product and a new leadless ipg was implanted using a snare approach. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.